Event description:
The facility had stated that the lens became damaged by the delivery system prior to implant. There was no pt contact or pt injury. The facility had discarded the cartrdige. The packaging for the cartridge indicating the lot number was also thrown away.